Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined.(B)(4).

Event description:
It was reported that a radiopaque marker migration occurred. An accustick¿ ii was selected for use. During the procedure, it was noted that after the percutaneous puncture of the bile ducts and the passage of the introducer, the radiopaque marker of the device unbinded and migrated to the middle of the introducer. All angiographic reference was lost and they needed to re-puncture and change all the material. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. However, photos of the defective device were provided by the customer. Analysis of the photos provided revealed that the ro marker has been pushed proximally and the sheath was flattened. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a radiopaque marker migration occurred. An accustick¿ ii was selected for use. During the procedure, it was noted that after the percutaneous puncture of the bile ducts and the passage of the introducer, the radiopaque marker of the device unbinded and migrated to the middle of the introducer. All angiographic reference was lost and they needed to re-puncture and change all the material. No patient complications were reported and the patient's status was stable.